Manufacturer narrative:
Investigation summary: one sample was received. It came in a opened packaging blister. Visual inspection was performed with a microscope 30x. No foreign matter was observed or any other defect. Root cause could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 9234180 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. No foreign matter was observed or any other defect.

Event description:
It was reported that foreign matter occurred during use with a needle 26x3/8 ib. The following information was provided by the initial reporter, "pr 1 of 2: this pr is for the issue with needle. See related record for issue with syringe. Caller reported small particles floating in the syringe but is unsure if it is coming from the syringe or needle. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no." 3 occurrences were reported.